Manufacturer narrative:
Investigation pending.

Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6) 2011, inratio: >7.5 and qc error. Date: (B)(6) 2011, lab: 1.9. Patient's therapeutic range: 2-3. Nurse had patient hold his coumadin dose due to inratio result and was retested at the lab two days later. States that patient had some bruising, no abnormal bleeding. Nurse stated that she tested herself on the same day with same strip code; inr = 2.1. She is not on coumadin and no medications.